Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy and ileal resection, the stapler was used for ligation of ileo-colic vascular axis. The device stapled but it did not cut. The stapler could not be removed and was stuck on the tissue. Sutures were placed on both ends of the staple line and the vascular axis was cut to remove the device.